Event description:
Information received from the facility was that the hospital staff was installing this monitor and during the installation, the contractor alleges that the arm fell loose from the wall. Complaint of back strain from holding unit up.